Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected an unexpected temperature during system flush. An error message was also received stating that the system detected a higher-than-expected flow rate indicating a treatment overflow. Field service arrived to perform troubleshooting and resolve the error. The case was aborted under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files analyzed and service report was reviewed. The received files were analyzed using the applicable field service manual. Case ID (B)(4) showed at least 1 applications were performed with catheter freezor xtra with lot number 25283-011 (with mapping) on the reported event date. The system notice n-001 "the system has detected a higher-than-expected flow rate." Was confirmed on the application(s) 1 during the ablation state. In the fault data file, the following fault message(s) was(were) found on the reported event date: in the case ID (B)(4), the catheter freezor xtra with lot 25283-011 (with mapping) received the system notice n-001 "the system has detected a higher-than-expected flow rate." On the treatment ID(s) (B)(4) during the ablation state. The system notice n-027 "the system has detected an unexpected temperature during system flush." Was confirmed during the flush state. The work order was reviewed and noted the problem description: n-027, n-001; notices on fault records. Parts ordered and an update that the "parts are lost". In conclusion, the system notices were confirmed through data file analysis and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.